Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it presenting lack of capture due to a fracture. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to an unspecified product performance issue. A new device was implanted. No additional patient effects were reported.